Manufacturer narrative:
Section b5: the onset of the reported driveline infection is captured under MFR# 2916596-2023-06768. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient underwent heart transplantation. The patient had been elevated on the transplant list due to driveline infection. There was drainage at the driveline exit site. Cultures identified citrobacter.